Event description:
The facility reports they were transferring the resident from the bed to the chair, backing into the door opening to the washroom. When turning the lift to direct it towards the wheelchair, it tipped over. The staff eased the lift and resident to the ground. No injuries were reported.